Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a driveline power fault alarm was confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6) ), were reviewed. A driveline power fault alarm was observed before the fixed speed (3000 rpm) was set above the low speed limit (5000 rpm) and before the controller¿s clock was set. The clock was synced on (B)(6) 2023 at 11:49. The driveline was observed to have been disconnected and reconnected at 11:53 on this date, temporarily clearing the driveline power fault alarm; however, the motor speed resumed speeds above 0 rpm at 12:44, and the driveline power fault alarm reactivated at this time. The fixed speed was ramped up from 3000 rpm to 5200 rpm at 12:59. The pump maintained speeds above the low speed limit while connected to the driveline despite the observed driveline power fault alarm; the alarm correlated to a fault flag that indicated the controller had lost its signal with the power-a line in the driveline. The driveline was observed to have been disconnected at 13:37 to perform the reported controller exchange. The returned system controller was functionally tested alongside a known working test modular cable, and a driveline power fault alarm was reproduced, isolating the issue to the controller. The controller operated a mock loop as intended despite the alarm. The controller was opened, and its main printed circuit board (pcb) was measured. A component that connects to the driveline¿s power-a circuitry was observed to have slightly atypical measurements. This component was replaced with a new component, and atypical events were unable to be further reproduced afterward. The replaced component was then soldered onto a known working test system controller¿s main pcb to further isolate a root cause. The test system controller operated as intended while this component was in use. Due to the replaced component working as intended on a test board, the cause of the event may have been related to the component¿s original connection to the returned controller¿s main pcb; however, the root cause of the reported event was unable to be conclusively determined through this analysis. The fault condition was no longer able to be reproduced, as a result additional investigation cannot be performed. Per the device history record review, the system controller passed all initial process control, functional, and extended testings which tested the controller¿s alarm functionality and ability to operate a mock loop for an extended period, and atypical driveline power fault alarms were not active during these manufacturing test steps. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline power fault conditions. ¿one of the two power handling wires inside the driveline may be damaged or broken. The pump is still running. Call your hospital contact immediately for diagnosis and instructions.¿. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record (DHR) for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. Per the DHR review, the system controller passed all initial process control, functional, and extended testings which tested the controller¿s alarm functionality and ability to operate a mock loop for an extended period, and atypical driveline power fault alarms were not active during this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-02023 it was reported that, during the patient's implantation, a driveline power fault advisory alarm occurred on the system monitor. This occurred after connecting the pump cable to the modular cable. The alarm was not able to be cleared as there was no backup battery installed. The surgeon proceeded to disconnect and reconnect the pump and modular cable to inspect for debris but this did not clear the alarm. The driveline power fault cleared after the system controller and modular cable were exchanged. The driveline power fault alarm was only visual due to the extended silence alarm active during implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.